Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that during an acl procedure one of the four ridges at the distal end of the customer's intrafix family sheath inserter broke off in the patient. The sales rep stated that the surgeon decided after x-rays were performed that it was best to leave the broken piece in since more damaged would be caused to remove the broken piece. The sales rep confirmed that the broken piece is secured in the patient. The sales rep reported that the surgeon had completed the procedure with the device before the device failure was found with no patient consequences or delays. The sales rep could not provide a lot number for the device but stated that the device is approximately eight years old and has seen heavy use in the field. The sales rep stated that the device was discarded by the facility.